Event description:
The customer reported flow measurement remained the same after pump head during maintenance involving an Olympus Flushing pump. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to Olympus for inspection however, technical assistance center (TAC) confirmed the customer reported allegation.The customer contacted Olympus Technical Assistance Support (TAC) via phone pump head replacement because flow readings remained unchanged. The customer informed TAC of the event. The device will not be returned to Olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.